Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Review of customer's lyra data for patient sample in question show robust prc curves with no sars amplification. Both positive and negative controls perform as expected. Unable to determine root cause by data analysis alone. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 discordant sars result for one patient tested on day 2 of onset of symptoms. The customer communicated the result was positive on the sars and negative by molecular (pcr testing), swabs were collected and tested on the same day. Provider does not know which result could be erroneous.